Event description:
The patient had a return of symptoms since having spinal surgery, the previous week. She could not recall if the device was off for the procedure or the device amplitude setting before the surgery. The patient checked the ins and received the "ins on" icon. She increased the stimulation from 2.5v to 3.1v and could feel it. She was going to monitor her symptoms.

Manufacturer narrative:
(B) (4)